Manufacturer narrative:
Complaint conclusion: as reported, the balloon of .014 4 x 15 aviator percutaneous transluminal angioplasty (pta) balloon catheter was torn from the delivery shaft when it hung on the stent structure upon delivery. Resistance was met while withdrawing the aviator device. A spider was utilized to snare the separated segment. The balloon was retrieved from the stent structure and the procedure was completed successfully with no patient harm. There was no reported patient injury. This was carotid artery stenting (cas) case. The access site was the femoral artery. The lesion had severe calcification. There was severe vessel tortuosity. There was severe angulation. The device was not used for a chronic total occlusion (total occlusion >3 months). There were no anomalies noted when removed from the package. There were no anomalies noted during prep. A precise stent was used. The patient status was normal post-op. The product was not returned for analysis. Additionally, as the sterile lot number was not provided, a product history review could not be performed. The reported ¿balloon separated - in-patient and balloon withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors likely contributed to the reported events. The vessel was described as having severe tortuosity and angulation with severe calcification. The device was inserted intra-stent, stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent and upon inflation. Damage to the balloon material from the stent strut most likely caused the material to lodge onto the stent and upon an attempt to remove the device, the balloon tore causing the separation and withdrawal difficulty. However, without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the instructions for use, although this is not intended as a mitigation, ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label and hub identification band. The compliance table printed on the box label and packaged with the product illustrates how the balloon diameter increases with increasing pressure. Do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Caution: if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of .014 4 x 15 aviator percutaneous transluminal angioplasty (pta) balloon catheter was torn from the delivery shaft when it hung on the stent structure upon delivery. Resistance was met while withdrawing the aviator device. A spider was utilized to snare the separated segment. The balloon was retrieved from the stent structure and the procedure was completed successfully with no patient harm. There was no reported patient injury. This was carotid artery stenting (cas) case. The access site was the femoral artery. The lesion had severe calcification. There was severe vessel tortuosity. There was severe angulation. The device was not used for a chronic total occlusion (total occlusion >3 months). There were no anomalies noted when removed from the package. There were no anomalies noted during prep. A precise stent was used. The patient status was normal post-op. The device will not be returned for evaluation.